Manufacturer narrative:
Additional information: h6 complaint confirmed. One unpackaged ar-1588btb serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the damage to the device. Visual inspection found that the white suture was torn. The most likely cause can be attributed to use error, as the broken suture can be caused by pulling or adjusting the strands along a sharp or rough edge.

Event description:
There was reported that during a cruciate ligament and patella surgery the blue suture tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.